Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. There were no reported allegations that the event was caused by fresenius product. Rather, the event was reported while requesting to put the patient on hold. In additional follow-up, the reporting pd nurse confirmed that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. The nurse reported that the patient had a pd culture obtained (the same day) which had growth of the bacteria enterococcus faecalis. It was reported that the patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin, and ceftazidime (dosing not provided; per clinic protocol). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) on (B)(6) 2026 on an outpatient basis. The patient is currently on outpatient hemodialysis for renal replacement needs and is reported to be recovering from the event. The nurse could not provide the exact cause for peritonitis. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy, most often caused by a breach in aseptic technique during the dialysis treatment. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused peritonitis.